Manufacturer narrative:
The subject device was received and evaluated . Evaluation found the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Device evaluation and inspection found the customer reported issue of bad angle was confirmed. Additionally, foreign matter was found clogged at the air/water supply cylinder. Furthermore, the following findings during inspection were noted on the device: the operation part is damaged due to an external factor. Scratches are found on the operation part due to external factors. The curved rubber adhesive part is missing. Scratches are found on the tip cover due to external factors. Switch 4 (sw4) is worn out. Scratches are found on the switch box due to external factors. The suction cylinder is scraped due to external factors. Peeling of the paint found on the air/water supply cylinder. There is a scratch on the hardness adjustment ring. Scratches are found on the grip due to external factors. Scratches are found on the universal cord due to external factors. Wrinkles are observed in the universal cord due to external factors. Scratches are found on the scope connector due to external factors. Scratches are found on the upd connector cover due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of angulation malfunction (bad angle). The issue found during an unknown event. There was no patient harm, no user injury was reported. Device evaluation found the air/water (a/w) cylinder was clogged with foreign material. This report is being submitted for foreign material found on the a/w cylinder (handling issue/ insufficient cleaning) .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.